Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hdd led would not illuminate. The power supply on the cpu was then found to be not functioning properly.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hdd led would not illuminate. The power supply on the cpu was then found to be not functioning properly.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not boot up. It was also noted that the system pendant displayed no communication, the motion generator bars were blank, and the mvs communication bar had a red 'x'. There was no patient present when this issue was identified.